Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed false positive troponin results for two patients on the architect i1000sr analyzer. The following data was provided (the customer uses a cutoff of 0.03 ng/l): (B)(6): initial 0.064, repeat 0.035, repeat on another analyzer as 0.008, 0.005, 0.00, 0.00. (B)(6): initial 0.035, repeat 0.016. There was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified. A malfunction of the arc i1000sr tubing probe was identified. Use error may have contributed to the customers issue because the abbott ambassador observed the customer was not properly spinning the troponin samples.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacement of part tubing probe ((B)(4)) due buffer buildup located at probe tubing near the top of the pressure sensor. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.